Manufacturer narrative:
The malfunction was verified and attributed to a foreign substance on a battery cable on the battery interconnect board connection. The battery interconnect board and battery cable were replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not recognize the batteries that were installed. Complainant indicated that there was no patient involvement in the reported malfunction.